Manufacturer narrative:
The t:slim g4 pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was low on insulin and refilled with the cartridge with 50 units of insulin. The customer reported blood glucose level was 317 mg/dl, which was addressed with a correction bolus. The customer added additional insulin to the cartridge and completed the load process successfully.